Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the alarm was received during the rewind sequence. The customer was assisted with removing and reinserting the reservoir and performed a self test. The customer's pump passed the test function. The customer was advised to monitor the insulin pump. No further information was provided.